Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They stated the patient considered surgical options and MRI etc. For their chronic pain and ie pain. They requested the removal of their ins. The event was resolved without sequelae. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the system initially controlled symptoms, but lost effectiveness and was explanted without replacement. It was unknown when the event occurred and what the outcome of the event was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the event was not related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. The clinical diagnosis was a loss of efficacy and it was noted that the cause of the system having lost effectiveness was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that this event was possibly related to the device/therapy. The device was helping in (B)(6) 2018, but the patient suddenly wanted it removed on (B)(6) 2018 with no specified reason.